Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2024 the patient stated their leg burning had resolved since decreasing bupivacaine. The event was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6); implanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 15-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 744.25115 mcg/day), bupivacaine (15.8 mg at 5.87958 mg/day), and unknown morphine drug (16.2 mg at 6.02843 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had numbness from the pelvic region that shot down to their legs. They also reported not always feeling boluses as well. A catheter access port (cap) contrast study detected, questionable dye leak observed at the intrathecal entry. The patient was given a caudal injection and a decrease in bupivacaine by 50% was made.